Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was alleging that the insulin pump was under delivery and they also experienced high blood glucose. The customer blood glucose level was 460 mg/dl at time of incident and other relevant blood glucose level was 176 mg/dl. Customer treated high blood glucose with insulin injection pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also experienced symptoms such as abdominal pain and headache as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. It was also reported that the insulin pump had insulin flow blocked alarm. Customer was advised to reinsert reservoir and run fill tubing until at least 5.0 unit and observe insulin exiting the tubing. Customer reports insulin exits with the fill tubing. The devices will not be returned for analysis.